Event description:
Pharmacist reported hanging potassium chloride rather than sodium chloride and entered a specific gravity of 1.15 in the electrolye solution family. The customer inquired as to why the unit did not alarm. The pharmacist reported that he did not understand that the family of the solution was similar in nature and that the unit could not detect the difference. No adverse events were reported by the facility related to the event.